Event description:
Claudication. The physician achieved arteriotomy closure with the closer s 6fr device following an interventional procedure in 2004. The procedure was performed via the right femoral artery and there were no issues with the closure procedure. 2 months later it was reported that the pt presented to the hospital and was admitted with complaints of pain when walking. A diagnostic angiogram was performed and revealed 25% stenosis at the arteriotomy site. The physician believes that the stenosis is a result of the suture knot and does not feel that he should perform percutaneous transluminal angioplasty at the site. His preferred method of treatment for this pt will be "conservative observation." It is unk whether the pt was discharged to home.